Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. During testing, there was noise in all sensing vectors. The patient has lost 50 pounds recently. Technical services discussed that the doctor should consider system replacement. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. During testing, there was noise in all sensing vectors. The patient has lost 50 pounds recently. Technical services discussed that the doctor should consider system replacement. There were no additional adverse patient effects. The system remains implanted.